Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report #3002808486-2016-00555, manufacturer report #3002808486-2016-00556 and manufacturer report #3002808486-2016-00557. Manufacturer report #3002808486-2016-00555 will be closed/cancelled as patient did not receive a filter manufactured by cook medical. (B)(4). Catalog number: unknown but referred to as a cook gunther tulip mreye filter. Since catalog number is unknown the 510(k) could be either k090140, or k112119, or k121057. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that [pt] received a filter on (B)(6) 2012. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Age/date of birth) unknown as information was not provided. Weight) unknown as information was not provided. Date of event) unknown as information was not provided. Brand name) unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook gunther tulip mreye filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k090140, or k112119, or k121057. Device manufacture date) unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a filter on (B)(6) 2012 at (B)(6). Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.